Manufacturer narrative:
(B)(4). Publication year of 2019. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the msa device used in this journal article the torax linx device by ethicon? In the journal article it states patient were on ppi while the msa was implanted. Was the ppi over the counter? Was the ppi doctor prescribed? What is meant by ¿breakthrough symptoms¿? Please be very specific on what symptoms each patient was having while the torax linx device by ethicon was implanted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: title: magnetic sphincter augmentation is an effective treatment for atypical symptoms caused by gastroesophageal reflux disease. Authors: marc a. Ward, ahmed ebrahim, jeffrey kopita, lindsay arviso, gerald o. Ogola, brittany buckmaster, steven g. Leeds. Citation: surgical endoscopy (2020); 34:4909¿4915. Doi: https://doi.org/10.1007/s00464-019-07278-9 the purpose of this retrospective review of a prospectively maintained institutional review board-approved database study was to determine whether msa could effectively treat patients with gerd who suffer from atypical symptoms, whether typical symptoms were also present or not. Between january 2015 and december 2018, a total of 86 patients (38 males; 48 females; median age = 51.5 years) diagnosed and confirmed to have gerd, underwent msa implantation. Reported complications included dissatisfied with msa (n=8) and were invited to undergo a comprehensive esophageal workup. All patients had normalization of their demeester score per 48-h bravo off anti-reflux medication. Intermittent dysphagia was the primary complaint in these patients. Three were treated with endoscopic dilation of the msa and five required the device to be explanted. At 1 year follow up, 9% of patients were still on ppi to treat breakthrough symptoms. In conclusion, msa is an effective treatment for typical and atypical gerd symptoms.